Event description:
It was reported that the user experienced sustained hyperglycemia with pump readings up to 400+ and a confirmatory fingerstick of 573, during which the user delayed replacing infusion supplies until later in the day, after which glucose returned to range; the user was using a contact detach 23" 6 mm infusion set with an ilet system. Symptoms included migraine, anxiety, sweating, and alternating sensations of hot and cold. Outcomes included no reported hospitalization or emergency care. Investigation included customer education and troubleshooting focused on infusion set and supply replacement. Investigation of this case revealed no device malfunction was identified, and the event was consistent with hyperglycemia of unclear cause with potential contribution from infusion site or supply integrity; the user was instructed to replace all supplies if glucose exceeds 300 mg/dl for more than 90 minutes or reaches 400 mg/dl once. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.